Manufacturer narrative:
The philips technical consultant (tc) assisted the customer and confirmed the reported issue. The customer cancelled the case stating they resolved the issue. No work was performed by philips. The device remains at the customer site and in use.

Event description:
The customer reported no audio on the alarms. The device was not in use on a patient at the time of event, there was no patient involvement.